Event description:
It was reported that the pulse generator exhibited intermittent output. Noise was also noted which resulted in inappropriate mode switching. The device was reprogrammed and remained implanted. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.